Event description:
Normal saline piggybacked to maintenance fluid. Pump was programmed at 2145 to deliver 500ml ns over an hour. At 2221 the rn noted the 1000ml bag was nearly empty. The total infused amount on the pump showed 344ml infused but there was only 100ml left in the bag. No patient harm.